Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2tcqt); product type: 0200-lead; implant date: 2023 (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reported pain from the lead; the doctor laid the wire right on a significant nerve so they are going to have the device removed. Caller stated they also don't know if the therapy is even working as they had no training and are not sure how to use the therapy. Caller inquired about stimulation levels and basic therapy device use and stated they have not increased stimulation to a level that is strong/comfortable but they will try doing that to see how they respond. Caller stated they may consider having another device implanted if they think they can get it to work. The patient was redirected to their healthcare provider to further address the issue. Caller stated they no longer follow up with their managing hcp; they think they were fired because of the error they did with their lead placement. Caller stated they are now going to see a new doctor and hope to be accepted.

Event description:
Additional information was received from the patient. They reported that within a day of surgery they began to experience intense pain in the medial glute area. Patient contacted their doctor more than once as the pain was causing them to have difficulty walking or getting through the day. Hcp never contacted patient back. A week later the pain was so intense patient brought themselves to the emergency room where they took a cat scan but didn't recognize anything. It wasn't for weeks later when patient went to their pain doctor for another issue and told them that their pain level had been at an 8 or 9 for two months since this surgery. Hcp then took a look at patient's cat scan and showed them how the one wire was directly on a major nerve was causing all the problems but they had no idea how to address it. A few days later as patient laid in agony it finally dawned on them that they could shut it off. When patient shut it off, the pain stopped immediately. Patient saw a new hcp who asked which program they were on and they were switched to a new program that is causing no pain and may be the answer.

Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2tcqt; implanted: (B)(6) 2023; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.